Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital after the device alarm was triggered. The right ventricular (rv) lead exhibited high impedance on both the superior vena cava (svc) coil and rv coil, along with a suspected lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.